Event description:
A patient called to report that he has been having issues with his nasal cannula. He said he has been using nasal cannula for about 5 years total. For the past 2 years he has been using the westmed cannula. He said ever since using the westmed brand he was having trouble with it. He said oil gets collected in the hose and it also makes noise. He thinks, he has been breathing oil which is not safe for his health. He said he has been coughing, however, he was not sure if it is related to the issue. He also said he contacted the manufacturer but they have not done anything about it other than listening to his claim.